Event description:
A second incident has occurred involving the y-elbow part that is contained in the anesthesia kit. At the very beginning of a surgical procedure, the y-elbow that connects to the mask leaked when under pressure. No pt injury occurred.